Manufacturer narrative:
H4: the lot was manufactured between april 15, 2024 ¿ april 16, 2024. H11: the device was received for evaluation with 158 ml fluid in the bladder. A visual inspection was performed, and no evidence of fluid flowing out at the distal end of the flow restrictor was observed. A microscopic inspection on the flow restrictor was performed, and the cause of the flow problem due to micro-air bubbles blocking the fluid path inside the lumen of the capillary glass was observed. The reported condition was verified. The cause of the condition could not be determined; however, air bubbles inside the lumen of the capillary glass may be attributed to improper filling technique during product use (filling step). The product label (IFU, instructions for use) has instructions regarding the proper filling technique to avoid this type of occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The pump did not infuse about 100ml of the medication 'ropivacaine'. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.